Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the surgeon replaced the femoral and tibial components for unknown reasons.

Manufacturer narrative:
An event regarding revision involving a triathlon femoral component was reported. The event was confirmed. There have been no reported discrepancies for the referenced lot. There have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the surgeon replaced the femoral and tibial components for unknown reasons.